Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure got delayed and completed by restarting the system multiple times. Customer reported to philips that the c arm was unable to rotate. Upon troubleshooting actions, fse went onsite and verified with the customer that the system was fully operational after being repaired by a third-party engineer. After the repairs, the system was returned to use in good working order.